Manufacturer narrative:
No report of patient involvement. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that this was an issue with a non-ge medical air compressor that had a malfunctioning led power indicator. There was no allegation of failure against the ge healthcare device, therefore there was no reportable malfunction. H3 other text : additional information was received that this was an issue with a non-ge medical air compressor that had a malfunctioning led power indicator. There was no allegation of failure against the ge healthcare device, therefore there was no reportable malfunction.